Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A report was submitted due to affected channels. X-ray images indicate that the array is intra-cochlea. Reportedly, the user has a tendency to fall and bang the head in temper tantrums; however no specific trauma is reported and no swelling or redness at the implant site. Reimplantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
There are affected channels. X-ray imaging shows the implant is in place. Reportedly, the user has a tendency to bang his head in temper tantrums, however no specific trauma is reported. No swelling or redness was observed over the implant site. The user has been re-implanted.

Manufacturer narrative:
Correction: follow-up 01 was erroneously submitted as follow-up 02 in error. Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
There are affected channels. X-ray imaging shows the implant is in place. Reportedly, the user has a tendency to bang his head in temper tantrums, however no specific trauma is reported. No swelling or redness was observed over the implant site. The user has been re-implanted.